Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein of the upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the pressure gradually increased to 16 atmospheres, the balloon was broken. The device was removed, and the procedure was completed with a new balloon. There were no patient complications reported and the patient status was stable. It was further reported that the 60% stenosed, thrombotic target lesion was located in the mildly tortuous and non- calcified cephalic vein of the upper limb. However, during the first inflation, the balloon ruptured.

Manufacturer narrative:
D4: lot number: corrected from 0029991453 to 0029991433. B5 - describe event or problem: updated to include new information obtained. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: gladiator elite 6.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm proximal of the proximal markerband and extending approximately 50mm distally across the balloon material. As per gladiator specification the rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination found the shaft of the device to be severely kinked at approximately 370mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device. A visual examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein of the upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the pressure gradually increased to 16 atmospheres, the balloon was broken. The device was removed, and the procedure was completed with a new balloon. There were no patient complications reported and the patient status was stable. It was further reported that the 60% stenosed and thrombotic target lesion was located in the mildly tortuous and non- calcified cephalic vein of the upper limb. However, during the first inflation, the balloon ruptured.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1 - (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein of the upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the pressure gradually increased to 16 atmospheres, the balloon was broken. The device was removed, and the procedure was completed with a new balloon. There were no patient complications reported and the patient status was stable. It was further reported that the 60% stenosed, thrombotic target lesion was located in the mildly tortuous and non- calcified cephalic vein of the upper limb. However, during the first inflation, the balloon ruptured.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1 - initial reporter address 1:(B)(6). Device evaluated by MFR: gladiator elite 6.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm proximal of the proximal markerband and extending approximately 50mm distally across the balloon material. As per gladiator specification the rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues. A visual and tactile examination found the shaft of the device to be severely kinked at approximately 370mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device. A visual examination identified no damage to the tip.

Manufacturer narrative:
E1 - initial reporter address, phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein of the upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the pressure gradually increased to 16 atmospheres, the balloon was broken. The device was removed, and the procedure was completed with a new balloon. There were no patient complications reported and the patient status was stable.